Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 900sfc228 heart band, implant date: (B)(6) 2019, additional products: brand name: heartware ventricular assist system ¿ controller, model#: 1420 / catalog#: 1420 / expiration date: 31-jan-2019 / serial#: (B)(4), UDI#: (B)(4). Device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Device manufacture date: mfg date: 01-april-2018,labeled for single use: no. Patient ime code(s): e2403, imf code(s): f26, img code(s): g04035, FDA device code(s): a708, FDA method code(s): b21, FDA results code(s): c21, FDA conclusion code(s): d16.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm indicating internal battery end of life. The controller also exhibited an unexpected loss of power. The controller was exchanged and the second controller also exhibited an unexpected loss of power. The second controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: two (2) controllers (B)(6) were not returned for evaluation. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Analysis of the alarm log file associated with (B)(6) revealed that twelve (12) controller fault alarms indicating an issue with the internal battery were logged between 29-mar-2023 at 23:54:01 and 30-mar-2023 at 06:08:52. In addition, log files revealed that the controller was in use for more than two (2) years. Analysis of the event log file revealed twelve (12) controller power-up events, with associated motor start events, logged between 29-mar-2023 at 23:55:08 and 30-mar-2023 at 06:09:33, indicating losses of power to the controller. The controller was without power for 12 seconds, 12 seconds, 9 seconds, a maximum of 3 minutes and 10 seconds, 10 seconds, 9 seconds, a maximum of 3 minutes and 12 seconds, 11 seconds, 9 seconds, 11 seconds, 9 seconds, and 8 seconds, respectively. A vad disconnect alarm was then logged on 30-mar-2023 at 06:10:49, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Review of the controller log files associated with con318096 revealed a controller power-up event logged on 30-mar-2023 at 06:56:05. Review of the event log file revealed that, prior to the power-up event, the controller last had power on 28-jan-2019, indicating that the controller power-up event occurred during a controller exchange. Analysis of the alarm log file revealed a vad disconnect alarm logged on 30-mar-2023 at 06:56:10, likely due to the controller being powered on without the driveline connected. The vad disconnect alarm cleared at 06:56:33, indicating that the driveline was connected to the controller, and a successful motor start event was logged at 06:56:40. As a result, the reported event was confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarms event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the losses of power can be attributed to a disconnection of both power sources, including during troubleshooting of the controller fault alarms, and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6). H3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the second controller was removed from service.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.